Event description:
Healthcare professional reported left side rupture, "presence of markedly axillary hyporeflective lymphenoduli, presumably reactive" and "remarkable hyporeflective appearance of the lymph nodes bilaterally axillary, presumably reactive." Confirmed via ultrasound. Device was explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.